Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble controlling urine. This occurred after they fell down. Patient services was unable to assist with troubleshooting because of poor communication with internal antenna, the patient cannot connect to the ins. Troubleshooting to connect to the ins was unsuccessful. The patient reported that they do not use an antenna. The patient reported that their hcp checked the ins and said the battery had about 4 years left. A replacement patient programmer was sent. On (B)(6) 2019 additional information was received from the patient. They received the replacement patient programmer and were still getting the poor communication screen. Patient services redirected the patient to their hcp to have the device checked.